Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise on the right ventricular (rv) channel. The noise did not lead to pacing inhibition, but the cause of the noise could not be determined. A revision procedure was performed to reposition the rv lead. During the revision, the rv lead could not be repositioned due to helix extension difficulty. The rv lead was extracted and replaced. This pacemaker remains in service. No additional adverse patient effects were reported.